Manufacturer narrative:
The pod was received deployed. Download data shows device delivered 398 pulses before being deactivated. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was manually reset to the not deployed state, and then manually deployed. No issues were seen during this test.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's needle did not insert properly. The patients blood glucose levels reached 351 mg/dl while wearing the pod for 4 to 24 hours. The pink slide did not move forward indicating a needle mechanism failure.